Event description:
The complainant reported that the automated impella controller (aic) had a battery failure. The aic was therefore removed from service. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) issue has been completed since the original report was filed. The console was returned and tested after arriving in fs. The battery failure issue was able to be reproduced. Both red alarms indicating battery failure and yellow alarm for battery communication failure were present when booting up the console. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to battery cell imbalance.